Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, crack on display window and minor scratches on display window noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the reservoir compartment was broken and ring of the reservoir was unable to lock in place when inserted into pump. The blood glucose was 56 mg/dl at the time of the incident. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.